Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred occasionally between 11/17/2025 and 11/18/2025. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.